Event description:
Customer reported an undosed blood glucose result of lo, which on the active s system indicates a result less than 10 mg/dl. The customer has not yet applied blood to the strip. Did not report symptoms, treatment or action based on the undosed result. He removed, reinserted, dosed same strip and received blood glucose result of 303 mg/dl within 10 minutes on the active s system. He reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.